Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. One used sample was received for evaluation. Visual inspection was performed and the reported condition was confirmed. A separation was observed between the spike adapter (part no. 032628655), and the tubing (part no. 030207223). This issue is being investigated through CAPA. The root cause of the reported problem is undetermined.

Event description:
The customer reported to baxter corporate product surveillance one clearlink y-type blood/solution set in which the tubing separated at an unknown part after spiking and hanging a bag of saline during setup. There is no patient involvement, injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.